Event description:
Customer reported that the balloon appeared to be hard as a rock. The customer reported that normal usage of the device per physician recommendations is 4-6 weeks however, the issue identified with the cuff called for the tube to be replaced within two and a half weeks of pt use. Decannulation and recannulation of a replacement tube was required. No additional pt harm reported.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event, however, MFR controls are in place to detect cuff related defects to reduce the potential for occurrence during the MFR process. (B)(4) /MFR# 2936999-2014-00177. Info of this nature is included in our database and monitored through trending.